Event description:
It was reported the pt's scs system stimulation had moved and was no longer covering the needed areas. X-rays did not reveal any anomalies. The pt's lead was moved during revision surgery to allow for better coverage. The pt is reportedly receiving effective stimulation post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.